Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system experienced oversensing and inappropriate therapy. An invasive procedure was performed and the physician suspected the bipolar 'rate sensing' lead may have contributed to the oversensing. A new device and lead system was implanted. The ICD was electively replaced.